Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluation determined there was no system malfunction. Investigation found that tracking errors were observed in the fluoroscopic images used to register the patient anatomy to the pre-operative CT scan, these shifts were likely caused by inconsistent locations of the c-arm during imaging of the patient. The user is able to review patient images for tracking errors by verifying that the location of the marked vertebral centers are consistent across all images taken. The tracking errors led to poor quality patient registration which contained anatomical shifts. The application allows the user to review the patient registration for shifts before moving forward with the case to prevent issues. The robot was not used of the case and the surgery was aborted. There were no adverse effects to the patient. The cause of the reported issue was traced to user technique.

Event description:
The system appeared to be inaccurate to 3-4mm laterally of the spinous process during landmark checks. After 2 registrations the drb was removed from l2 facing feet and repositioned to t10 facing the head. Patient was reregistered with the same result of a 3-4mm lateral deviation in accuracy.